Event description:
Inbound. Pt reports calling earlier this morning and rn replaced his pump for issue. Now current pump is alarming no disposable, clamp tubing, however pt's reservoir volume shows 100 milliliters so do not believe pt ever started the pump this morning after placing new cassette on it. Both pumps are alarming with this cassette, lot # 4120061, exp 03/23/2026. Estimate pt without remodulin for approx six hours, pt denies any symptoms. Replacement cassettes sent. No further details provided.